Event description:
Boston scientific received information that this left ventricular lead displayed high pacing thresholds and loss of myocardial capture. A chest x-ray was performed where it was determined that the lead had dislodged. An invasive revision procedure was performed where the lead was repositioned. The lead remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.